Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Patient's mother reported they were unable to update the software application on patient's pdm, therefore it was unable to be used. The patient transitioned to an alternate form of insulin delivery via injections. It was reported they were unable to manage the bg levels with injections leading to dka. No further information is available relating to bg (blood glucose) levels, symptoms, treatment or length of hospitalization. Three due diligence attempts were made to obtain further information without success.